Manufacturer narrative:
Product event summary: the device remains in use and therefore, was not returned for evaluation. Review of manufacturing documentation confirmed that the device met all requirements for release. The reported event of high power was confirmed from the analysis of log files which revealed an increase in power on (B)(6) 2017. Multiple high watt alarms have been logged on (B)(6) 2017. The site suspected thrombus and the patient was treated with thrombolytics and anticoagulation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of high power and estimated high flows may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report is 2017-11-17. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had hematuria and dyspnea.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported the pump exhibited high power and high flows. The patient had a hemorrhagic cerebral vascular accident (hcva) and hemolysis. Transthoracic echocardiogram (tte) and computerized tomography (CT) scans were performed and revealed the left ventricle (lv) was not unloading. Additionally, lactate dehydrogenase (ldh) was elevated. A pump thrombus was suspected. The patient was treated with thrombolytics and anticoagulation. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.